Event description:
Member had a ruptured disc in may and stated that it was possibly from katalyst. The doctor initially recommended a discectomy, but we opted epidural injections and rest instead of something so invasive. I underwent epidural injections in may, july, and august, with the most recent one on (B)(6).